Event description:
I'm reporting on behalf of a support group member who suicided after ect induced disability. Below is a summary of the details she shared with me via phone calls and her forum posts describing her experience. Given the circumstances, her death less than 45 days after completing ect should be classified as atrogenic suicide. Doctors unwilling or unable to immediately remove barriers to accessing tbi(traumatic brain injury) support have no business giving treatment with such tragic consequences. She experienced ocd (obsessive-compulsive disorder)/postpartum after giving birth, causing her extreme worry over her baby. Her doc gave her zoloft, and she became suicidal. She had no signs of mental illness prior to giving birth. Zoloft made her suicidal. She was tapered off zoloft, but her symptoms from the drug and postpartum remained. Her family sided with her doctor, urging her to have a series of ect treatments. She told me she was unable to recall basic info. After ect she was in constant confusion, panic and insomnia. Her doctor would not attribute impairments to ect. He and her family cut her off until she agreed to more ect. She underwent neuropsychological testing that confirmed memory and cognitive impairment. The following are excerpts from her online support group posts. All quoted material is from the same participant, a new mother who began posting shortly after she completed 11 ect treatments. Her comments are copied and pasted here so as to report serious adverse events for FDA's tracking purposes. "My last treatment was 3 weeks ago (B)(6) 2017 , I'm having such an impossible time remembering day to day events. Everything is just a blur." "I had neuro psych testing today(B)(6) 2017 and the results were confirmed: memory and cognitive impairment: brain damage." "Have you had family and health professionals who deny your memory loss and cognitive impairments. How do you deal with it and get support? How do you live each day knowing its just going to become a blur?" "List of current issues: cannot remember chronological order of events, cannot remember conversations I've had recently, cannot recognize names of faces of people I've just met or seen, don't recognize some of houses on my street, don't remember what I had for breakfast lunch and dinner, don't remember past weekdays, can't do math in my head, don;t remember names of people in old tv shows I used to watch. Cannot remember lyrics to songs. I'm sure there is more im so afraid and overwhelmed every day I discover something new is missing" "I'm in such shock and terrified and devastated right now 3 weeks after my last ect treatment, I don't know how to cope I feel worse than I ever have in my life. My husband is going to leave me, I have no idea how I will find employment to support myself and daughter. I'm just sick with worry." "Could you please call me and offer any kind of support or just friendship? I'm sorry to beg like this I just need to talk with someone who has been through this and understands, so alone. Thank you." "Couldn't sleep last night. I just look at my daughter and cry. I'm so devastated my brain has been injured like this. I'm just so beyond devastated. Having such a hard time coping. Can't believe this." "I'm so scarred and scared right now." Is there anyone out there who lost the ability to form clear consistent new memories and then in time gained it back?" "For those of you who have had neurocognitive testing with a neuropsychic, did the results show dementia?" "My memory and cognitive function is destroyed." "I am just shaking in fear and terror over what has happened to me. I'm absolutely crushed. How do you get off of your knees after this? Im so devastated my mind means everything to me."I'm in such a devastated place and I have no one who understands or supports me."I feel so dead inside and terrified in every moment of every day. I keep realizing new ways that I am impaired. "I was just subjected to 11 rounds of ect" my memory and cognitive function is destroyed. I have a 1.5 year old. I'm beyond devastated".